Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1554) on 19-oct-2015. The most recent information was received on 15-feb-2016. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains in my pelvic area where my tubes are / pain / stabbing pains') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 27-year-old female patient who had essure (batch no. B06701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: ibuprofen from (B)(6) 2013 to (B)(6) 2014, nuvaring from (B)(6) 2013 to (B)(6) 2014, micronor from (B)(6) 2013 to (B)(6) 2014, iron from 2002 to 2013, prenatal vitamins from 2002 to 2013, folic acid from 2002 to 2013 and parity. Concurrent conditions included anemia, anxiety and varicose veins of lower extremities. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2013 for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and norethisterone (micronor). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding/heavy periods passing blood clots") with dysmenorrhoea and asthenia, migraine ("excruciating migraines/ worsened migraines"), insomnia ("insomnia"), varicose vein ("varicose vein") with peripheral swelling, abdominal distension ("stomach has swelling") and feeling abnormal ("brain fog/ brain fog") and was found to have weight increased ("gain over 40 lbs"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("cysts"), fatigue ("fatigue"), ovarian cyst ("have on both/ovarian cyst"), vaginal haemorrhage ("vaginal bleeding"), vulvovaginal mycotic infection ("yeast infection"), headache ("wordened headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("back pain"), mood swings ("mood swings"), depression ("depression"), endometriosis ("endometriosis"), anxiety ("anxiety"), dental caries ("hole in my teeth closed to my gums"), sinus disorder ("sinus issue") and abdominal pain lower ("stabbing pain") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy with bilatral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, feeling abnormal, back pain and depression was resolving and the pelvic inflammatory disease, menorrhagia, insomnia, varicose vein, weight increased, abdominal distension, cyst, fatigue, ovarian cyst, vaginal haemorrhage, vulvovaginal mycotic infection, headache, nausea, dyspareunia, vaginal discharge, weight decreased, gastrointestinal disorder, hormone level abnormal, mood swings, endometriosis, anxiety, dental caries, sinus disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, cyst, dental caries, depression, dyspareunia, endometriosis, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, sinus disorder, vaginal discharge, vaginal haemorrhage, varicose vein, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix with mild acute and chronic inflammation. 2. Proliferative endometrium with mild chronic endometritis. 3. Bilateral fallopian tubes with no significant pathologic abnormalities. 4. Bilateral cornua with coiled metallic implants. Current weight 215 lbs. Insertion details: hysteroscopy performed with visualization of tubal ostia, essure insertion performed without problems, uterine cavity unremarkable. Concerning the injuries reported in this case, the following one was reported via social media: ovarian cyst. Concerning the injuries reported in this case, the following one was reported via medical record:vaginal discharge, dysmenorrhea, menorrhagia, pelvic pain, pid (acute pelvic inflammatory disease). Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received- new event have on both/ovarian cyst was added. Reporter information was added. Amendment: the report was also amended for the following reason: this record was detected to be a duplicate of (B)(4) and (B)(6) (medwatch 3500a MFR number 2951250-2019-13123 and (medwatch 3500a MFR number 2951250-2017-02329) which will be deleted from bayer safety database after all information was transferred to this (B)(4) which will be retained. New reporter were added. Lot number were added. New event-pid (acute pelvic inflammatory disease), fungal infection, headaches, weight decreased, gastrointestinal disorder, hormone level abnormal, back pain, did not have confirmation test performed following insertion of essure micro-inserts nos, mood swings, depression, endometriosis, anxiety, dental caries, sinus disorder, abdominal pain lower were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains in my pelvic area where my tubes are / pain / stabbing pains') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 27-year-old female patient who had essure (batch no. B06701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: ibuprofen from 22-aug-2013 to 30-jun-2014, nuvaring from 22-aug-2013 to 30-jun-2014, micronor from 22-aug-2013 to 30-jun-2014, iron from 2002 to 2013, prenatal vitamins from 2002 to 2013, folic acid from 2002 to 2013 and parity. Concurrent conditions included anemia, anxiety and varicose veins of lower extremities. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2013 for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and norethisterone (micronor). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding/heavy periods passing blood clots") with dysmenorrhoea and asthenia, migraine ("excruciating migraines/ worsened migraines"), insomnia ("insomnia"), varicose vein ("varicose vein") with peripheral swelling, abdominal distension ("stomach has swelling") and feeling abnormal ("brain fog/ brain fog") and was found to have weight increased ("gain over 40 lbs"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("cysts"), fatigue ("fatigue"), ovarian cyst ("have on both/ovarian cyst"), vaginal haemorrhage ("vaginal bleeding"), vulvovaginal mycotic infection ("yeast infection"), headache ("wordened headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("back pain"), mood swings ("mood swings"), depression ("depression"), endometriosis ("endometriosis"), anxiety ("anxiety"), dental caries ("hole in my teeth closed to my gums"), sinus disorder ("sinus issue") and abdominal pain lower ("stabbing pain") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy with bilatral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, feeling abnormal, back pain and depression was resolving and the pelvic inflammatory disease, menorrhagia, insomnia, varicose vein, weight increased, abdominal distension, cyst, fatigue, ovarian cyst, vaginal haemorrhage, vulvovaginal mycotic infection, headache, nausea, dyspareunia, vaginal discharge, weight decreased, gastrointestinal disorder, hormone level abnormal, mood swings, endometriosis, anxiety, dental caries, sinus disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, cyst, dental caries, depression, dyspareunia, endometriosis, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, sinus disorder, vaginal discharge, vaginal haemorrhage, varicose vein, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix with mild acute and chronic inflammation. 2. Proliferative endometrium with mild chronic endometritis. 3. Bilateral fallopian tubes with no significant pathologic abnormalities. 4. Bilateral cornua with coiled metallic implants. Current weight 215 lbs. Insertion details: hysteroscopy performed with visualization of tubal ostia, essure insertion performed without problems, uterine cavity unremarkable. Concerning the injuries reported in this case, the following one was reported via social media: ovarian cyst. Concerning the injuries reported in this case, the following one was reported via medical record:vaginal discharge, dysmenorrhea, menorrhagia, pelvic pain, pid (acute pelvic inflammatory disease). Lot number reported (b06701) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1554) on 19-oct-2015. The most recent information was received on 10-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains in my pelvic area where my tubes are / pain / stabbing pains') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 27-year-old female patient who had essure (batch no. B06701-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's previously administered products included for an unreported indication: ibuprofen from (B)(6) 2013 to (B)(6) 2014, nuvaring from (B)(6) 2013 to (B)(6) 2014, micronor from (B)(6) 2013 to (B)(6) 2014, iron from 2002 to 2013, prenatal vitamins from 2002 to 2013, folic acid from 2002 to 2013 and parity. Concurrent conditions included anemia, anxiety and varicose veins of lower extremities. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since (B)(6) 2013 for birth control as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and norethisterone (micronor). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding/heavy periods passing blood clots") with dysmenorrhoea and asthenia, migraine ("excruciating migraines/ worsened migraines"), insomnia ("insomnia"), varicose vein ("varicose vein") with peripheral swelling, abdominal distension ("stomach has swelling") and feeling abnormal ("brain fog/ brain fog") and was found to have weight increased ("gain over 40 lbs"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("cysts"), fatigue ("fatigue"), ovarian cyst ("have on both/ovarian cyst"), vaginal haemorrhage ("vaginal bleeding"), vulvovaginal mycotic infection ("yeast infection"), headache ("wordened headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("back pain"), mood swings ("mood swings"), depression ("depression"), endometriosis ("endometriosis"), anxiety ("anxiety"), dental caries ("hole in my teeth closed to my gums"), sinus disorder ("sinus issue") and abdominal pain lower ("stabbing pain") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, feeling abnormal, back pain and depression was resolving and the pelvic inflammatory disease, menorrhagia, insomnia, varicose vein, weight increased, abdominal distension, cyst, fatigue, ovarian cyst, vaginal haemorrhage, vulvovaginal mycotic infection, headache, nausea, dyspareunia, vaginal discharge, weight decreased, gastrointestinal disorder, hormone level abnormal, mood swings, endometriosis, anxiety, dental caries, sinus disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, cyst, dental caries, depression, dyspareunia, endometriosis, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, insomnia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, sinus disorder, vaginal discharge, vaginal haemorrhage, varicose vein, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: final microscopic diagnosis: uterus and cervix with bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix with mild acute and chronic inflammation. 2. Proliferative endometrium with mild chronic endometritis. 3. Bilateral fallopian tubes with no significant pathologic abnormalities. 4. Bilateral cornua with coiled metallic implants. Current weight 215 lbs. Insertion details: hysteroscopy performed with visualization of tubal ostia, essure insertion performed without problems, uterine cavity unremarkable. Concerning the injuries reported in this case, the following one was reported via social media: ovarian cyst. Concerning the injuries reported in this case, the following one was reported via medical record:vaginal discharge, dysmenorrhea, menorrhagia, pelvic pain, pid (acute pelvic inflammatory disease). Lot number reported (b06701) is invalid. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-feb-2020: update of information (batch is not valid). . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
(B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp, stabbing pains in her pelvic area where her tubes are and heavy bleeding/heavy periods passing blood clots. She was submitted to a hysterectomy approximately 2 years after devices placement. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, no alternative explanation was provided for the events. Based on their nature and since consumer stated they started since essure insertion; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident, as device removal was required (hysterectomy reported upon follow-up). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since no contact information is available.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1554, awareness date 19-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer reported that since insertion she has been suffering from heavy painful periods, passing blood clots, excrutiating migraines, insomnia, swelling in the legs, varicose veins, gained over 40 lbs, her stomach was swelling and she gets sharp pains in her pelvic area where her tubes are. Follow-up from 25-nov-2015: product technical complaint (ptc) result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information received on 07-jan-2016 and case upgraded to incident: the consumer reported she was implanted in 2013 before her baby was (B)(6) and since then everyday she had pain, brain fog, weight gain, migraines, cysts, stabbing pains, fatigue, heavy bleeding to point where she would get weak like she was hemorrhaging, and so many more bad effects. It all led to a full hysterectomy right before christmas, at the time she was(B)(6). Follow up information received on 07-jan-2016: no new information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp, stabbing pains in her pelvic area where her tubes are and heavy bleeding/heavy periods passing blood clots. She was submitted to a hysterectomy approximately 2 years after devices placement. These events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, no alternative explanation was provided for the events. Based on their nature and since consumer stated they started since essure insertion; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident, as device removal was required (hysterectomy reported upon follow-up) the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since no contact information is available.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.